Event description:
It was reported that the user experienced hypoglycemia while early in device use, with a rapid downward glucose trend managed by oral glucose at 15 g every 15 minutes and manual fingerstick checks, during which blood glucose increased from 52 mg/dl to 71 mg/dl; troubleshooting and education were provided, including guidance on monitoring until glucose was within the normal range and how to manually enter blood glucose values to support sensor calibration. Symptoms included low blood glucose. Outcomes included need for urgent attention due to low and urgent low-soon glucose notifications without hospitalization. Investigation included customer counseling on device use and sensor calibration procedures. Investigation of this case revealed no device malfunction reported and no device component failure identified, with the event consistent with hypoglycemia of unclear cause during early use and managed with oral carbohydrates and calibration support. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.